Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Cement was inserted into the patient during surgery.

Manufacturer narrative:
Based on a review of the reported information, a review of labeling, and consultation with a subject matter expert, the reported reaction event could not be confirmed to have been caused or contributed to by the stryker bone cement reportedly used during the procedure to which the patient was reportedly subjected. A definite root cause could not be determined.

Event description:
It was reported that a patient suffered a suspected allergic reaction after receiving an injection of the vertaplex spine cement twin ce under x-ray guidance during a spinal surgery. The patient was referred to an anaesthetic allergy clinic. Further information will be reported regarding this event after it is obtained.

Event description:
It was reported that a patient suffered a suspected allergic reaction after receiving an injection of the vertaplex spine cement twin ce under x-ray guidance during a spinal surgery. The patient was referred to an anaesthetic allergy clinic. Further information will be reported regarding this event after it is obtained.